Event description:
The patient presented to (B)(6) hospital with an acute m2 occlusion and baseline nihss of 12. The "patient was at work and had episode of confusion and expressive aphasia." After being deemed refractory to IV rtpa, the patient was successfully screened for the penumbra separator 3d trial, lar was consented, and the patient was randomized into the control arm, without the separator 3d. Tici 2b recanalization was achieved after attempts with the 5max, 4max, and 3max systems. At this point the surgeon determined he had obtained the "best possible result" and ended the procedure. The patient "tolerated the procedure well without complications and remained neurologically at his baseline with some evidence of expressive aphasia and nihss of 10." The next day, (B)(6) 2012, the patient was "treated for hypotension with IV and oral meds over several days". This event was indicated as being of "possible" relation to all of the devices used; the angiographic procedure; and index stroke, as this was not a baseline condition of the patient, however, it was noted in the sae log that "hypotension is common after clot removal". The patient was discharged in stable condition on (B)(6) 2012. Penumbra clinical was notified of the event via email on (B)(4) 2012 when the site sent in its ae logs for review. Confirmation of the "relationship" attributions were obtained on (B)(4) 2012. Mdrs 3005168196-2013-00011 through 3005168196-2013-00016 are related to the same patient/event.

Event description:
On (B)(6) 2013, the site adjudicated that the penumbra system was "unrelated" to the adverse event.

Manufacturer narrative:
Conclusion: there was no reported device issue. As stated in the event description, "hypotension is common after clot removal". The patient was treated successfully and the device operated according to its specifications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. No device malfunction-device not saved.

Manufacturer narrative:
Two events: sah and l periventricular infarct. The earliest event date: (B)(6) 2012.

Event description:
On (B)(6) 2012, subarachnoid hemorrhage (sah) was present. Post-operative day 3, a computed tomography (CT) scan demonstrated the sah was still present. The sah was reported as a non-serious adverse event that was unresolved, probably related to the penumbra system, possibly related to both the procedure and the index stroke. A note was also made that the sah could have been a perforation and that the hemorrhage would not have occurred in the absence of the index stroke. The patient was discharged to home on post-operative day 10 ((b)(60) 2012). The follow-up at 3 months post-operative showed the patient made full neurologic recovery. A non-contrast imaging scan on (B)(6) 2012 indicated there were "additional low density in the right posterior periventricular deep white matter has developed at another site of intracranial ischemia. The site added "l periventricular infarct" as a potential adverse event after it was noted during a monitoring trip. Event was unresolved and noted to have a "possible" relationship to the penumbra system.